Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the results of a clinical trial that approximately eight months and three days post index procedure using a drug-coated balloon catheter in the brachial vein target lesion, the subject had an adverse event of low access and difficult cannulation due to total occlusion. It was further reported that the adverse event was not related to device and procedure but definitely related to av access circuit. However, re-intervention was performed and standard percutaneous transluminal angioplasty was used in re-intervention on the target lesion. Furthermore, the re-intervention was successful and the current status of the patient was unknown.

Event description:
It was reported through the results of a clinical trial that approximately eight months and three days post index procedure using a drug-coated balloon catheter in the brachial vein target lesion, the subject had an adverse event of low access and difficult cannulation due to total occlusion. It was further reported that the adverse event was not related to device and procedure but definitely related to av access circuit. However, re-intervention was performed and standard percutaneous transluminal angioplasty was used in re-intervention on the target lesion. It was further reported that approximately nine months and four days post index procedure, the subject had an adverse event of left avf revision hemodialysis due to collateralization and stenosis. Reportedly, the severity of the adverse event was moderate and recovered. The adverse event was not related to study device and procedure but definitely related to av access circuit. On the same day, the subject underwent av access circuit re-intervention on the target left arm for pulling clots. Furthermore, thrombectomy/thrombolysis and surgical revision of brachiocephalic av fistula revision was performed on the target lesion on cephalic vein and access thrombosis on the cephalic vein. Reportedly, the re-intervention was successful and the current status of the patient was unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review.based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (patient, method, component). H11: b1, b5, d4 (unique identifier (UDI) #). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3, h6 (patient, device). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the results of a clinical trial that approximately eight months and three days post index procedure using a drug coated balloon catheter in the brachial vein target lesion, the subject had an adverse event of low access and difficult cannulation due to total occlusion. It was further reported that the adverse event was not related to device and procedure but definitely related to av access circuit. However, re intervention was performed and standard percutaneous transluminal angioplasty was used in re-intervention on the target lesion. It was further reported that approximately nine months and four days post index procedure, the subject had an adverse event of left avf revision hemodialysis due to collateralization and stenosis. Reportedly, the severity of the adverse event was moderate and recovered. The adverse event was not related to study device and procedure but definitely related to av access circuit. On the same day, the subject underwent av access circuit re intervention on the target left arm for pulling clots. Furthermore, thrombectomy/thrombolysis and surgical revision of brachiocephalic av fistula revision was performed on the target lesion on cephalic vein and access thrombosis on the cephalic vein. Reportedly, the re intervention was successful. Additional information was received and it was reported that the subject had adverse event of low access flow. The relativity of the adverse event is not related to the device and procedure but definitely related to the av access circuit and the re-intervention was performed. However, the current status of the patient was unknown.